Event description:
The customer stated that she was hospitalized due to hyperglycemia. It was reported that the blood glucose reading at the time of the event was over 600 mg/dl. The customer was advised to call back to perform troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.